Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood/body fluid was noted on the distal conductor.

Event description:
It was reported during the implant procedure that there was positioning difficulty at implant attempt. The lead was not used and was replaced with a different model, due to patient anatomy. There were no reported patient complications as a result of this event.